Manufacturer narrative:
The valve was patent and passed the leak test. It did not meet the requirements for siphon or reflux testing. The device met the requirements for pressure-flow and pre-implantation testing. There was proteinaceous observed in the interior and exterior of the device. Debris within the valve may interfere with the anti-siphon device resulting in fluid siphoning and/or reflux. A review of the man ufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the flow of csf through the device did not match with the pressure level 1.5. The report stated that the patient complained of dizziness. According to the report, there was an artifact of the valve when performing an MRI scan.